Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer declined to provide further information regarding the past high bg events.